Event description:
It was reported the lead was damaged during a procedure. It was noted they placed the lead ten days prior to implanted the implantable neurostimulator (ins). When the lead was removed from boot the casing from the wire pulled back at the number 3 contact. It was noted they were unable to get the lead into the ins. The lead was replaced. The same day it was reported replacing the lead resolved the issue.

Event description:
Additional information received reported there was no patient injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 3058, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot #va06543, found the outer insulation torn under the #0 connector sleeve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.